Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-24205. It was reported the patient is having some discomfort around her leads (occipital off-label) implant site. The patient's husband stated the patient has red, sore spots along the leads placement on the back on her neck and head. Follow-up identified a sjm representative contacted the patient and the patient stated her stimulator is working fine and she is receiving effective pain relief. The patient also stated she believes the sore spots are most likely from the pain patches she was applying directly on her forehead. The patient tis pending a follow-up with her physician and a sjm representative to further evaluate the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.